Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture/ deflation.

Event description:
Healthcare professional reported via nbir "rupture/deflation, change shape/size/style". This record is for the right side. Device has been explanted and replaced.